Event description:
A malfunction was reported, displaying malfunction code 12, without any notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if any further issues occur.